Manufacturer narrative:
Device evaluation summary: the everflex entrust stent delivery system, (sds), was received for evaluation. The entrust stent delivery system was received loaded on a 0.014¿ guidewire. The use of a guidewire smaller than 0.035¿ does not fully support the entrust delivery system. The everflex entrust sds was received with approximately half a longitudinal stent cell exposed and flowered. The handle¿s safety tab cavity was examined: the guidewire lumen was noted to be accordion folded. The accordion folding damage is consistent with a guidewire not fully supporting the entrust delivery system. A series of kinks were noted in the silver outer sheath of the entrust stent delivery system catheter. The kinks start approximately 4.5cm proximal of the distal tip and go to approximately 19.5cm proximal of the distal tip. The average distance between the kinks is approximately 0.5cm. The series of kinks damage is consistent with advancing the entrust delivery system against resistance.

Event description:
Physician intended to use an everflex self-expanding stent with entrust delivery system, using a 5 fr sheath and .014 guidewire for the treatment of a 35mm moderately tortuous, non-calcified plaque lesion in the right mid superficial femoral artery of diameter 7mm which exhibited 70% stenosis. Device IFU was followed and device prepped with no issues identified. It was reported that resistance was encountered when advancing the device/delivery to the lesion and excessive force was required. The stent was being deployed over a .014 guidewire, which was unsuccessful as the .014 guidewire became stuck on system, stent flared but would not deploy. The entire system, wire, and stent were removed with resistance, ultimately losing access. A second everflex entrust was used but stent was delivered over a .035 wire to successfully complete the procedure. The patient had no adverse events as a result of this. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.